Event description:
Reporter stated that following cardiac valve replacement, the patient was taken off cardio-pulmonary bypass pump and ready to close. During transesophageal echocardiogram, a leak around the valve site was observed. Patient was placed back on the echocardiogram, was found loosely adherent to tissue and attributed to a loose suture knot. The knot was repaired and another suture knot combination was found loose and subsequently repaired. Patient was weaned from pump and another echocardiogram was performed. The site initially was placed back on pump and the knot at this site was repaired. There are no further consequence reported.